Event description:
It is reported that when the tibial provisional was extracted following the trial process, the provisional cracked.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: inferior width of provisional is within specification. Extraction holes show heavy damage and fracture occurred through inferior portion of these holes. There is wearing on the inferior side at the lateral and medial curves of the part of the provisional that sit in the baseplate, which could be due to repeated use. There are also chips taken out of the provisional on the inferior portions of the extraction tool holes which look like they could have occurred due to the surgeon trying to leverage the provisional out of the tray. There is a gouge that connects the two hole as well. The exact cause cannot be conclusively determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.